Event description:
Caller reported an alarm 2 followed by alarm 26, signaling an occlusion issue. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support instructed the caller to make several adjustments, including disconnecting tubing and delivering a bolus, despite the alarms recurring. Ultimately, the occlusion was attributed to a blockage in the cartridge. The customer changed necessary supplies and resumed insulin therapy. Additional assistance was requested, and a follow-up was arranged.